Event description:
The iol was exchanged for the same lens model but half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a serious injury. Iol was exchanged for the same lens model but one diopter less power indicating the correct lens power was not implanted initially. There was no reported defect or fault with the iol. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for another lens model two months following the initial implant procedure. Additional information has been requested.